Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had some past problems with his sensors and that his infusion set had come off. He also mentioned that he had high blood glucose. During high blood glucose troubleshooting, the customer¿s blood glucose was 404 mg/dl and stated that he treated with a shot. The customer declined to continue troubleshooting. The customer was assisted with. Troubleshooting for the infusion set no sticking and was recommended alternate taping methods. The insulin pump is not being returned for analysis.